Event description:
It was reported that a no flow was observed with an lv 2 infusor. This occurred after a period of time during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified the reported problem of no flow. Microscopic examination of the flow restrictor revealed drug residue which was blocking the fluid path in the lumen at the distal end of the glass capillary which is located inside the flow restrictor housing. The evaluation confirmed the reported problem. The cause of the no-flow was drug residue blocking the fluid pathway, but the reason for the residue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.